Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A perforation and pericardial effusion (pe) has occurred. It was reported that a versacross connect access solution for faradrive was selected for use a pfa procedure. Before ablation, it was found that the patient had a baseline effusion. The cti was ablated with the farawave catheter off-labeled, without complications. Then, the physician performed a transseptal puncture and advanced the catheter into the left atrium to complete the pulmonary vein isolation successfully. After completing the ablation, the physician looked at the existing effusion and noticed that it was increasing (posterior). A pericardiocentesis was performed and a drain was placed. The patient was hospitalized beyond standard of care and was doing well and getting their chest tube removed sometime on the last week of october. The device is not expected to return as it was disposed. In the physician's opinion, any of the bostin scientific products used during the procedure contributed to this adverse event. A perforation had happened. No other issues were reported.